Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the instrument was partially fired with twelve clips remaining in the channel. One fully formed clip was jammed between the pusher bar and the channel cover. The ratchet function was engaged. It was reported that the clips did not come out of the instrument. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when the user positions the instrument vertically and fires in air. This causes the fired clip to slip back into the clip cartridge, preventing clips from loading properly. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: egia60avm, egia60avm egia 60 artic vasc med sulu (lot#:n4f2145y), unknown endo gi, unknown endo gia instrument (lot#:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic procedure, there were issues with the surgiclip 134051 and the egia60avm cartridge. The surgiclip 134051 experienced a problem where the clips did not come out of the instrument, despite the surgeon being able to squeeze the handle and the jaws closing properly. Additionally, the egia60avm cartridge did not fully close, necessitating the use of another cartridge. Furthermore, the staple line created by the egia60avm did not hold or opened up. The issues were resolved by replacing the reload with the same handle, and there were no consequences or impacts to the patient.